Event description:
It was reported that in (B)(6) hospital they found some wipes inside a surestep foley kit that appeared to have mold or some substance on them. The wipes were saved and product info including lot number is below. The event occurred on 10/26/25 in (B)(6) hospital. (B)(6) is the point of contact for a return box and label. Mold found on one of the 3 supplied peri wipes. Customer responded via email on 30oct2025. It was reported that the sample was saved and it is in (B)(6) (unit manager) office at (B)(6). Pending sample return. Lot: (10) mk05525 was confirmed as the affected lot. There was no harm to the patient. The issue was identified before use on the patient. It was the second wipe in a pack of three, and it was the wipe directly in the middle. Neither of the other wipes had any signs of mold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) hospital they found some wipes inside a surestep foley kit that appeared to have mold or some substance on them. The wipes were saved and product info including lot number is below. The event occurred on (B)(6) 2025 in l&d at (B)(6) hospital. Bridget is the point of contact for a return box and label. Mold found on one of the 3 supplied peri wipes. Customer responded via email on 30oct2025. It was reported that the sample was saved and it is in jaquie bartosh (unit manager) office at deaconess. Pending sample return. Lot: (10)mk05525 was confirmed as the affected lot. There was no harm to the patient. The issue was identified before use on the patient. It was the second wipe in a pack of three, and it was the wipe directly in the middle. Neither of the other wipes had any signs of mold.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in valley hospital they found some wipes inside a surestep foley kit that appeared to have mold or some substance on them. The wipes were saved and product info including lot number is below. The event occurred on 10/26/25 in l&d at valley hospital. Bridget is the point of contact for a return box and label. Mold found on one of the 3 supplied peri wipes. Customer responded via email on 30oct2025. It was reported that the sample was saved and it is in jaquie b. (Unit manager) office at deaconess. Pending sample return. Lot: (10)mk05525 was confirmed as the affected lot. There was no harm to the patient. The issue was identified before use on the patient. It was the second wipe in a pack of three, and it was the wipe directly in the middle. Neither of the other wipes had any signs of mold.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(4) field action has been initiated by bd. A customer/distributor advisory letter identifying the issue will instruct to not use and discard the wipes within the trays and source alternate wipes prior to initiating treatment/procedure. A scar has been issued (B) (4) to investigate root cause of the problem. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they found some wipes inside a surestep foley kit that appeared to have mold or some substance on them. The wipes were saved and product info including lot number is below. The event occurred on (B)(6) in l&d. Customer is the point of contact for a return box and label. Mold found on one of the 3 supplied peri wipes. Customer responded via email on (B)(6) 2025. It was reported that the sample was saved and it is in unit manager office. Pending sample return. Lot: (B)(4) was confirmed as the affected lot. There was no harm to the patient. The issue was identified before use on the patient. It was the second wipe in a pack of three, and it was the wipe directly in the middle. Neither of the other wipes had any signs of mold.